Event description:
The facility reports the resident fell from the lift chair while in the highest position with the safety belt on and through the seat openings to keep small residents secure. Resident slid beneath the strap and fell to the tile floor, landing on the left side and hitting the head on the trash can. Resident suffered a fracture of the left maxilla, bruising to the forehead and the cheek area of the left eye. It was also reported while the don was lifting the hydraulic/motor cover to locate the unit serial number they received an electrical shock when the hand came in contact with the damaged wire. No hosp/dr visit required.